Manufacturer narrative:
(B)(4): final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete.

Event description:
The patient developed an infection and the total device system was explanted. There was no patient death. Additional information has been requested.